Manufacturer narrative:
The failures were confirmed by the repair technician through disassembly and visual inspection. Corrosion was found affecting the components of the device including the motor/socket assembly.

Event description:
It was reported that during setup for a procedure at the user facility the core micro drill started by itself. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported. It was also reported that during functional testing by a service technician at the manufacturer facility, the core micro drill caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during setup for a procedure at the user facility the core micro drill started by itself. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported. It was also reported that during functional testing by a service technician at the manufacturer facility, the core micro drill caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.